Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-02226.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a broken bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: oss porous im stem 10.5 x 90 catalog #: 150381 lot #: 380910; oss porous im stem 12.5 x 150 catalog #: 150391 lot #: 743770; oss 3cm diaphysel segment catalog #: 150464 lot #: 674200 ; oss 7cm diahpyseal segment catalog #: 150466 lot #: 182010; oss poly tibial bushing catalog #: 150476 lot #: 183840; oss poly lock pin catalog #: 150478 lot #: 185100; diah seg lock screw set catalog #: 150481 lot #: 858990; oss segmental stacking adapter catalog #: 150483 lot #: 362240; oss reinforced yoke catalog #: 150493 lot #: 911890; oss rs 3 cm resurf fmrl-rt catalog #: 161005 lot #: 551130; oss rs 9cm mod prox tib body catalog #: 161027 lot #: 630640; oss rs poly fem bushings set/2 catalog #: 161034 lot #: 186790; oss rs axle catalog #: 161035 lot #: 159990. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an orthopedic salvage procedure. Subsequently, the patient underwent a revision approximately one and half years post-implantation due to fractured polyethylene bearing which caused the patient pain. The polyethylene bearing and orthopedic salvage system assembly products were removed and replaced. No additional patient consequences were reported.